Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 7.0 x 40, 75cm mustang¿ catheter was advanced for predilation. However, upon the fourth inflation, the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.